Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and it was observed that the drawn tube had not completely separated. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of poor barrier separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles were discovered in gel. The following information was provided by the initial reporter, translated from dutch to english: yesterday we saw a special phenomenon with the tube in questions. This concerns lot number: 0240270 the tube was centrifuged via the cobas p671 in a hettich centrifuge. Centrifuge protocol: 5 minutes, 2500g.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles were discovered in gel. The following information was provided by the initial reporter, translated from (B)(6) to english: yesterday we saw a special phenomenon with the tube in questions. This concerns lot number: (B)(4) the tube was centrifuged via the cobas p671 in a hettich centrifuge. Centrifuge protocol: 5 minutes, 2500g.